Event description:
The footboard failed while the patient was at a 50 degree angle while undergoing a gi series. The patient slid (fell) to the floor, sustaining no injury. The footboard is rated for 400 lbs. Biomed tested the footboard with maximum weight load rating (400lbs) with calibrated weights to 90 degrees in various footboard positions and wiggling the footboard with weight applied. Footboard held without releasing.the footboard latches may not have been completely engaged. There are green lines visible to the radiology staff which should provide a visible check that the latches are locked. These green lines are not too easy to see when a patient is on the table in various positions. There is a slight audible click heard when properly latched.